Event description:
Additional information received from the company representative reported the patient was doing well with their new device.

Event description:
A manufacturing representative reported there was premature battery depletion. The patient had interleaved and dual cathode settings at voltages over 3.5v. Impedance were normal. The device was at elective replacement indicator (eri) and was replaced on (B)(6) 2016. It was unknown if the issue was resolved. The healthcare professional wanted to know if the device was functioning properly, interested to know why the device didn't make it to the 3 year mark. The patient's indication for use is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.